Event description:
It was reported that the patient called in while going through a supply change and noted that the cartridge was leaking when they reached the screen indicating "do you see drops." The agent asked the patient to walk through how they were attaching the connector, and the patient confirmed that the adapter was being attached outside the ilet. The agent provided instructions on how to perform a proper supply change, and the patient indicated understanding and stated they would follow this process going forward. Blood glucose was not impacted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.